Event description:
The doctor was retracting the malyugin ring into the inserter when the ring broke at the glue joint. There was no impact to the pt.

Manufacturer narrative:
The device was returned with the ring unfurled and destroyed which made analysis impossible.